Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 480 mg/dl at the time of the incident. Customer got 5.9 bolus and blood glucose went down to 386 mg/dl after changing to good set. Customer also stated that the product was not adhering. Customer declined troubleshooting for high blood glucose. It was unknown if the pump was used with auto mode feature or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.